Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 391 mg/dl. Customer had symptom of shortness of breath and rapid heart rate. Customer's emergency room visit was unknown. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. Customer was attempting to bolus 10 units and insulin pump was not allowing delivery. Customer's blood glucose elevated which is why customer went to the emergency room. Customer's blood glucose was 425 mg/dl. Customer reported that drive support cap appeared normal. Max bolus was adjusted by nurse. Troubleshooting was not performed due to past event.